Event description:
It was reported that patient underwent total knee arthroplasty in 2007. Revision procedure was performed approximately two (2) months ago. The tibial bearing was returned to biomet orthopedics for evaluation, due to pitting on the articular surface.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Evaluation of returned device found evidence that the pits on condyle surface indicate that, there were third body particles that became entrapped, between the tibial bearing and the femoral component.